Event description:
The problem reported was that the zoll r-series defib would not pass the self-test and had an error that just stated, "check pads". When the pads were replaced with another adult set, the self-check passed. The biomed tech swapped the pads again to see if the error would clear but it errored again on the set of pads that were identified as bad. They re-installed the good set of pads, re-run the self-check and left the unit in working order. The defective pads were left with a staff member whom they believed was in charge.